Event description:
Consumer complaint of erratic results. Back to back blood tests gave results of 84mg/dl and 386 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).